Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The facility has had 5 cases of toxic anterior segment syndrome (tass) since the beginning (B)(6) march. All patients have recovered and done well with treatment. This file is for patient #3 who presented 1 week after the first two cases. The patient was referred to a retinal specialist as the surgeon suspected endophthalmitis, but ended up that it was tass. This is the third of five reports for this facility. Add'l info has been requested.